Manufacturer narrative:
Analysis was performed on the returned device. There was an observed needle to cuff miss which was likely what was reported as suture separation. The suture was returned with no separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a suture break occurred during the release. The sutures of one new prostyle device was pre-placed. The sheath was upsized to 11f and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.